Event description:
The patient was doing well with her new pump until the previous friday. The patient was sedated and couldn't walk. She wasn't eating or drinking. The pump contained morphine sulfate 10mg/ml delivered at .5mg/day. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).